Event description:
Customer reports he had a reaction to the soft 'n flex bandage. He applied the bandage to his neck and left it on overnight. The next morning, he noted a red mark that got swollen and itchy and eventually puffy and thick. He went to the dr. The dr prescribed "fluocinonide." The area still looks red and is itchy. The prescribed cream has been used for four days.

Manufacturer narrative:
Product does not contain latex materials.